Event description:
The laser system is not activated by footswitch. We are unaware about patient injury.

Manufacturer narrative:
The footswitch had a mechanical defect, after the replacement the laser system restarted to work. We are unaware about patient injury.